Event description:
Customer's wife reported blood glucose results of 552 mg/dl and 232 mg/dl within 10 minutes on the compact plus system. Customer reported the system passed valid controls twice prior to calling. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.